Manufacturer narrative:
A ge service representative performed an on site investigation and installed the dvd drive, the hard drive and reloaded the software. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had missing and mixed up images prior to a case. No patient injury was reported.